Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 26-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, a review of the black box showed no evidence of a short battery life. Multiple ¿cs128-fb80¿ alarms were found in the pumps history on (B)(6) 2017. The secondary code ¿fb80¿ was defined as a 5v post-delivery motor alarm. The pump¿s ¿ez-prime¿ steps were performed correctly, and all current readings were found to be within specification. The instigator was unable to duplicate the ¿short battery life¿ complaint. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. A test cap was able to fit securely on the battery compartment. The pump¿s cover was removed, and moisture corrosion was found to the printed circuit board.